Event description:
Patient was seen in plastics clinic for a right breast capsular contracture.pre-op diagnosis- ruptured implant on right with capsular contraction. Patient had a right breast capsulectomy & right breast implant exchange performed approximately 11 months earlier.